Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged battery door, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the contaminated motor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited ec 45630. It happened during testing, there was no patient involvement.